Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: the device broke inside the patient during the procedure. The surgeon was able to retrieve the device and the patient experienced no adverse event as a result of the incident. Additional information requested but not yet received.

Manufacturer narrative:
(B)(4).